Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that an alert for charge time limit reached was noted on a merlin transmission. Device was explanted and replaced. Patient was in good condition after the procedure.